Event description:
Overinfusion of insulin, no details given. Biomed asked for assistance in downloading event log, only info available was that device was set up in anesthesia mode for an insulin infusion, device was paused. At the end of the procedure the insulin bag was found to be empty. Biomed had disconnected the main battery, during an attempt to power up the device to download log, however, he was not successful in the download process. Initially reported as no pt harm, however, we subsequently received a copy of the customer's medwatch report, which noted that d-50 was used to treat hypoglycemia. The device was received and the log was downloaded. Data from the log contained no info relevant to the reported event. The log contained only 52 entries out of a possible 1000 suggesting that it had been erased or lost prior to its return. Mechanisms for both channels were tested, neither channel allowed flow, while in the paused state. Rate accuracy testing on both channels showed both channels performing within specification. The complaint of an overinfusion could neither be confirmed nor replicated during testing.